Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient, through the incision site. Subsequently, the patient underwent a surgical procedure to have their icm device replaced. No additional adverse patient effects were reported. This icm device was discarded by the patient; therefore, it is not available for return.